Manufacturer narrative:
D4: device name and catalogue number are unknown. Lot number is unknown. Primary di number is unknown. D5: operator of device is unknown. G4: FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with an epidural infusion through a cadd solis pump allegedly had only air in the infusion set for several hours while the pump was running. The patient started to feel increased pain after the change of the administration set due to an unknown cause as the pump was running without any alarm. The patient was positive on the cold test despite the increased doses. Per reporter, nothing could be found wrong with the pump, and the next morning the patient went to postoperative care where the anesthesiologist could inject the anesthetic directly in the hose. The alarm of the pump started indicating ¿counter-pressure¿ when preparing to insert the epidural. Per reporter, the incident was noticed when the patient went to correct the epidural catheter which was thought was misplaced, as there was no alarm from the pump anytime during multiple hours. The personal found out after an inspection that the hose and the medicine bag had a lot of air inside. The pump worked as it should after the administration set was changed and the air drawn from the medicine bag. The administration set was discarded. Per reporter, the problem was fixed by switching the infusion set and restarting the pump, and the same pump was continued to be utilized for multiple days following the event without any incidents. Per reporter, the event has been unable to be duplicated, as they are failing to bypass the air-alarm.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.